Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an unmatched size between packaging and product. 60 mm on packaging but actual product size was 45mm there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2021 d4: batch # u5d12x investigation summary the analysis results found that the psee60a device (a) was returned sterile and with no apparent damage. Further analysis showed that packaging contained a psee45a device inside in it. As part of our quality process, the manufacturing records of this batch and lot was reviewed, and the manufacturing standards were met prior to the release of this batch and lot. This defect has been correlated to the manufacturing process.